Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
The adverse event is filed under aescualp ag (B)(4). It was reported that there was an issue with a component of columbus knee system. According to the complaint description, there was postoperative right knee pain and the past implants had "fallen apart".

Manufacturer narrative:
The adverse event is filed under aic reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Additional information: d1, d2a, d2b, d4 item information updated. D6b explant date. F9 approximate age of device.

Manufacturer narrative:
The adverse event is filed under ais reference xc (B)(4). Investigation results: visual inspection: the complained devices show several traces of use. The stem is still fixed in the tibial component. The tibial component shows massive damages caused due to external forces. The femoral component with the still fixed stem shows normal signs of use without any serious damages. Some bone cement residues are still adhesive on the intended area. The gliding surface of the meniscal component shows nearly no scratches or imprints. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. Conclusion/preventive measures: based on the current information a clear conclusion for the revision cannot be drawn. Besides the massive damages caused due to external forces most probably during the revision procedure, the explants show no deviation or visible failures. There is no indication for a design-, manufacturing- and/or material-related failure.